Event description:
It was reported to boston scientific corporation that an anterior pelvic floor repair procedure using a vertical incision was performed "successfully without issue," by a dr (B)(6), sometime in 2008 (exact date unknown), using a pinnacle anterior/apical pfr kit. Approximately one year (exact date unknown) following the original implantation date, the patient presented with vaginal bleeding and discharge. The physician determined that a mesh erosion had occurred and the mesh was exposed through the anterior wall of the vagina. The patient was prescribed premarin cream for an unknown period of time, but the symptoms did not resolve. On (B)(6) 2010, dr (B)(6) performed surgery to correct the mesh erosion by excising a 6 centimeter by 4 centimeter portion of the mesh assembly and one arcus tendineous leg. The surgery was "completed successfully" and the patient is "doing well" with no further planned intervention, but is still currently taking premarin cream.

Event description:
In 2009, an amplatzer septal occluder was successfully implanted to close an atrial septal defect. Three days later, an 18mm amplatzer muscular vsd occluder (muscvsd) was also implanted to close a right upper pulmonary venous connection to the superior vena cava (svc). Malposition of the muscvsd occurred shortly after placement which led to svc obstruction and svc syndrome. The device was retrieved percutaneously from the svc and redeployed successfully. Svc stent angioplasty dilated up to 20mm with no obstruction. Embolization of thrombi from svc to lungs with fair flow to the distal lung branches. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Event description:
The account stated that the cell-dyn 1800 analyzer's waste sensor cable looks damaged and does not fit securely. As a result, the waste full alarm was not generated. A new waste sensor outlet was ordered. There was no direct fluid contact or injuries reported. There was no adverse impact to patient management reported.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer muscular vsd occluder involved in this incident, since the device remains implanted.

Manufacturer narrative:
This event was initially reported as a device malposition or malfunction as classified by our medical advisor. This event has since been re-classified as other-svc syndrome and adjudicated by the medical advisor to not be device, delivery system or procedure related, but rather related to the cardiovascular system and an off label use of a device for an associated congenital cardiac abnormality.

Manufacturer narrative:
Please disregard the supplemental report that was submitted on december 8, 2009, as this information is inaccurate. This patient was enrolled in the asdii post market study and successfully implanted with an amplatzer septal occluder. This same patient was also implanted with an amplatzer muscular vsd occluder (muscvsd) for a congenital cardiac abnormality which was malpositioned, percutaneously snared and successfully deployed again. This supplement is being filed to document that the muscvsd required further percutaneous intervention to reposition the device and was not related to the asdii post market study.